Manufacturer narrative:
Analysis was performed by philips remote and onsite service personnel which included talking to the customer, physical inspection and remoting into the system. The field service engineer (fse) was informed by the customer biomed that it contractors were working in the network closed around the time of the outage. The concern was an accidental cable disconnection or switch disruption. The fse did a physical inspection of the infrastructure and confirmed cable technicians were no longer actively disconnecting equipment and all network switches were operational. All access point controller (apc) units are powered and functioning. As well no visible hardware faults detected. The results of the analysis were temporary network interruption during contractor activity. Workstations failed to re-establish network authentication session. Pcs defaulted to local mode due to temporary loss of domain communication. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was temporary network interruption during contractor activity. The issue was resolved by confirming the primary server are available via ping test and rebooting all affected units and workstations in ed, ICU and telemetry. The network was successfully reconnected and the system functionality restored. A review of the service history for this device shows the problem has not been reported again for this device. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that the hosts are down in tele, ICU and ed and tele devices are stuck in either local mode or on an windows screen. The system outage is affecting telemetry, ed, and ICU workstations. Users are unable to access server/network resources. The system was in clinical use. There was no report of patient or user harm.